Event description:
The customer contact reported a tubing separation; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact noted the tubing was separated from the option-lok male adapter. An unspecified volume blood loss was reported. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.